Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a pulse generator in backup mode triggered by a reset error. The backup condition was able to reproduced and was consistent with the xena chip's sensitivity to cold temperatures.

Event description:
This report is to advise of an event observed during analysis.